Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. Upon interrogation of his implantable cardioverter defibrillator, the device exhibited a non-sustained right ventricular oversensing due to post paced t-wave oversensing. The device was successfully reprogrammed to resolve the oversensing. The patient was not adversely affected.

Manufacturer narrative:
Correction: the event date should have been (B)(6) 2019 rather than (B)(6) 2019.

Event description:
New information received noted that the non-sustained right ventricular oversensing episode observed during this in clinic check was transmitted to the clinic on (B)(6) 2019.